Event description:
It was reported that a loss of sensing was observed on the atrial lead of a patient experiencing atrial fibrillation. Capture was present but measurements were unavailable. No patient symptoms were reported. The lead was disabled.

Manufacturer narrative:
.